Event description:
It was reported this balloon ruptured at 12 atmospheres during an arteriovenous dialysis fistula graft dilatation procedure. Following balloon rupture it was noted the balloon material had detached and remained in the patient. It is believed the detached balloon migrated to the pulmonary artery. The patient's condition is good, and no patient sequelae resulted from this event. Co's attempts to gain further information with regard to the circumstances surrounding this event were unsuccessful. Should additional information become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. This device was received, evaluated and retained by this manufacturer. The balloon material was completely detached from the catheter shaft and not returned for evaluation. Evaluation of the catheter shaft revealed both the proximal and distal bonds were present and each measured 2.5 millimeters. A lot search was performed and revealed no other complaints to date on this lot number. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. User technique and/or patient anatomy may have contributed to this event. However, the company's unable to determine the exact cause for this event. The company's directions for use state: "if resistance is encountered, due to balloon rupture or for any reason, when removing either a balloon through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel.